Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site on 8/6/2015 to troubleshoot issue. It was found the imaging system would not boot up. The fse replaced the stand alone board, fuses and the x ray relay. Replacement parts were sent to site and only the standalone/ relay kit was sent back to the manufacturer for evaluation. Findings and conclusions confirmed reported complaint "standalone board died, r21 burnt off board." Board was subjected to electrical overstress, surrounding components are heat damaged as well. After parts were replaced the fse tested the system and it passed, it was verified the system was functioning as intended. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (b)(5) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that the imaging system had green status bar for x-ray but will not get the green check and will not boot into 2d mode. There was no impact on patient outcome.